Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented to the clinic complaining of syncope. Review of the sessions records showed the patient received frequent pvc's. Pharmacologic intervention may be considered. The lead remains implanted.